Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right ventricular (rv) impedance measurements of greater than 2500 ohms, and undersensing. A surgical revision was performed and the patient's rv lead was surgically abandoned. No additional adverse patient effects were reported. This device remains in service.